Manufacturer narrative:
One (1) used sample #cl4131 connected with an unknown, sodium chloride bag were returned for evaluation. There was not physical damage or anomalies observed on the sample. The set was tested and a leaks coming from spiro was confirmed. It was confirmed that the o-ring had been displaced from the original position. The o-ring was dissembled and no molding damage or anomalies were confirmed. Complaint of leaks can be confirmed. The probable cause for this condition is unknown. Lot history review was reviewed and no relevant commodities, discrepancies or anomalies were identified that might lead the condition reported by the customer.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event involved a 30" (76 cm) appx 3.6 ml, admin set w/20 drop in-line drip chamber, chemolock¿ additive port, spiros¿ w/red cap which reportedly leaked. The customer stated that after the roller of the tubing was released normally, the spiros would stop the flow of the fluid, however, the fluid kept running. The nurse reported that the medication was leaking onto their chemo gloves. The medication involved was belatacept (nulojix). The tubing/setup was replaced using a different lot number and therapy resumed. The medication was also replaced. There was patient involvement; harm was not reported as a consequence of this event.